Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("woke up to a lot of pain/feels like cramps") and procedural nausea ("woke up to a nausea"). The patient was treated with surgery (removed the tubes and coils). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, procedural pain and procedural nausea outcome was unknown. The reporter considered medical device removal, procedural nausea and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, procedural nausea and procedural pain. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (2 in 2001 and 1 in 2002). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("woke up to a lot of pain/feels like cramps"), procedural nausea ("woke up to a nausea"), fatigue ("fatigue"), psoriasis ("psoriasis"), depression ("depression"), aphasia ("disabled so to speak"), dizziness ("made me dizzy"), fibromyalgia ("fibromyalgia"), rash macular ("tiny little red dots") and cervical cyst ("cervical cyst") and was found to have weight increased ("I gained 60 lbs/gained 50 lbs"). The patient was treated with surgery (removed the tubes and coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, procedural nausea, weight increased, fatigue, psoriasis, rash macular and cervical cyst outcome was unknown. The reporter considered aphasia, cervical cyst, depression, dizziness, fatigue, fibromyalgia, pelvic pain, procedural nausea, procedural pain, psoriasis, rash macular and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Discrepancy noted in essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following were reported via social media: weight gain, procedural nausea and procedural pain, rash macular lot number: 624842. Manufacturing date: 2007/07. Expiration date: 2009/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cyst, chronic cervicitis, intramural leiomyoma of uterus, paratubal cyst, pregnancy and multiparous. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("woke up to a lot of pain after essure removal / just feels like cramps") and procedural nausea ("woke up with nausea after essure removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), psoriasis ("psoriasis"), psoriatic arthropathy ("psoriatic arthritis"), depression ("depression"), aphasia ("disabled so to speak"), dizziness ("made me dizzy"), fibromyalgia ("fibromyalgia"), rash macular ("tiny little red dots sporadically in her body"), bladder disorder ("bladder issues"), swelling ("can't even travel or go for a walk with out her body swelling"), menorrhagia ("symptomatic menorrhagia") and ovulation pain ("pain on her sides during ovulation") and was found to have weight increased ("gained 60 lbs in the first year / gained 50 lbs / gained 60 pounds"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (da vinci hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, procedural nausea, weight increased, fatigue, psoriasis, psoriatic arthropathy, depression, aphasia, dizziness, fibromyalgia, rash macular, bladder disorder, swelling, menorrhagia and ovulation pain outcome was unknown. The reporter considered aphasia, bladder disorder, depression, dizziness, fatigue, fibromyalgia, menorrhagia, ovulation pain, pelvic pain, procedural nausea, procedural pain, psoriasis, psoriatic arthropathy, rash macular, swelling and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, essure was inserted without difficulty. There were 4-5 loop rings noted on the right side and about 3 noted on the left side. Overall, the patient tolerated the procedure well. On (B)(6) 2016, essure removal was performed. Ovaries were unremarkable and they were both left in situ. The uterus was approximately 180 g. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: both essure devices were found in the fallopian tubes in the proper position. Impression: proof of tubal occlusion. Lot number: 624842 manufacturing date: 2007/07 expiration date: 2009/06. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, it was noticed that an additional case should have been created. All information from the second plaintiff were removed and transferred to the new case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain on my sides during ovulation') in an adult female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (2 in 2001 and 1 in 2002). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("woke up to a lot of pain/feels like cramps"), procedural nausea ("woke up to a nausea"), fatigue ("fatigue"), psoriasis ("psoriasis"), depression ("depression"), aphasia ("disabled so to speak"), dizziness ("made me dizzy"), fibromyalgia ("fibromyalgia"), rash macular ("tiny little red dots"), cervical cyst ("cervical cyst"), psoriatic arthropathy ("psoriatic arthritis"), bladder disorder ("bladder issues"), swelling ("she can't even travel or go for a walk with out her body swelling or reacting in a way that she can't function") and gait disturbance ("she want to be able to walk up stairs without pain") and was found to have weight increased ("I gained 60 lbs/gained 50 lbs/ gained 60 pounds"). The patient was treated with surgery (removed the tubes and coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, procedural nausea, weight increased, fatigue, psoriasis, rash macular, cervical cyst, psoriatic arthropathy, bladder disorder, swelling and gait disturbance outcome was unknown. The reporter considered aphasia, bladder disorder, cervical cyst, depression, dizziness, fatigue, fibromyalgia, gait disturbance, pelvic pain, procedural nausea, procedural pain, psoriasis, psoriatic arthropathy, rash macular, swelling and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Discrepancy noted in essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following were reported via social media: weight gain, procedural nausea and procedural pain, rash macular lot number: 624842 manufacturing date: 2007/07 expiration date: 2009/06. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was duplicate of case (B)(4). All the information has been transferred from deletion case to this case. Events "bladder issues, she can't even travel or go for a walk with out her body swelling or reacting in a way that she can't function,she want to be able to walk up stairs without pain, psoriatic arthritis " , reporter information were transferred. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (2 in 2001 and 1 in 2002). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("woke up to a lot of pain/feels like cramps"), procedural nausea ("woke up to a nausea"), fatigue ("fatigue"), psoriasis ("psoriasis"), depression ("depression"), aphasia ("disabled so to speak"), dizziness ("made me dizzy"), fibromyalgia ("fibromyalgia"), rash macular ("tiny little red dots") and cervical cyst ("cervical cyst") and was found to have weight increased ("I gained 60 lbs/gained 50 lbs"). The patient was treated with surgery (removed the tubes and coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, procedural nausea, weight increased, fatigue, psoriasis, rash macular and cervical cyst outcome was unknown. The reporter considered aphasia, cervical cyst, depression, dizziness, fatigue, fibromyalgia, pelvic pain, procedural nausea, procedural pain, psoriasis, rash macular and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Discrepancy noted in essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain, procedural nausea and procedural pain, rash macular. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case- (B)(4) (duplicate) including references has been transferred to this case. New event cervical cyst was added. Lot number and reporter information added. All information from previously attached wrong documents deleted as per mail communication. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 14-jan-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (2 in 2001 and 1 in 2002). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("woke up to a lot of pain/feels like cramps"), procedural nausea ("woke up to a nausea"), general physical health deterioration ("body has deteriorated since"), fibromyalgia ("fibromyalgia"), psoriatic arthropathy ("psoriatic arthritis, want to be able to walk up stairs without pain"), bladder disorder ("bladder issues"), ovulation pain ("pain on my sides during ovulation"), swelling ("cannot travel or walk far without body swelling or reacting"), emotional disorder ("emotional breakdown"), genital haemorrhage ("heavy bleeding"), allergy to metals ("nickel allergic reaction"), dysgeusia ("metallic taste in her mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), basedow's disease ("grave's disease"), pain in extremity ("legs pain/ hands pain"), musculoskeletal pain ("shoulders pain , pain ") and back pain ("back pain") and was found to have the first episode of weight increased ("I gained 60 lbs") and the second episode of weight increased ("gained 60 pounds"). The patient was treated with surgery (removed the tubes and coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, procedural nausea, emotional disorder, genital haemorrhage, allergy to metals, dysgeusia, fatigue, weight fluctuation, basedow's disease, pain in extremity, musculoskeletal pain and back pain outcome was unknown and the general physical health deterioration, the last episode of weight increased, fibromyalgia, psoriatic arthropathy, bladder disorder, ovulation pain and swelling had not resolved. The reporter considered allergy to metals, back pain, basedow's disease, bladder disorder, dysgeusia, emotional disorder, fatigue, fibromyalgia, general physical health deterioration, genital haemorrhage, musculoskeletal pain, ovulation pain, pain in extremity, pelvic pain, procedural nausea, procedural pain, psoriatic arthropathy, swelling, weight fluctuation, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain, procedural nausea and procedural pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Added reporter. Added event I gained 60 lbs. The case 2015-457779 (deletion case) was found to be duplicate of case (B)(4). All information including reporters, events, reference numbers, source documents were transferred from deletion case to this case. The events from (B)(4) were added as 'body has deteriorated since, gained 60 pounds, fibromyalgia, psoriatic arthritis, want to be able to walk up stairs without pain, bladder issues, pain on my sides during ovulation, cannot travel or walk far without body swelling or reacting, emotional breakdown. The case (B)(4) was found to be duplicate to case (B)(4). All information including reporters, lot no. Events, reference numbers, source documents were transferred from deletion case to this case. The events from (B)(4) were added as heavy bleeding, nickel allergic reaction, metallic taste in her mouth, fatigue, weight fluctuations, graves disease, pelvic pain, weight gain, fibromyalgia, legs pain/ hands pain (pain of extremities), shoulders pain, pain, back pain. Event medical device removal was deleted and surgery added to event pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4). ) on 14-jan-2020. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (2 in 2001 and 1 in 2002). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("woke up to a lot of pain/feels like cramps"), procedural nausea ("woke up to a nausea"), general physical health deterioration ("body has deteriorated since"), fibromyalgia ("fibromyalgia"), psoriatic arthropathy ("psoriatic arthritis, want to be able to walk up stairs without pain"), bladder disorder ("bladder issues"), ovulation pain ("pain on my sides during ovulation"), swelling ("cannot travel or walk far without body swelling or reacting"), emotional disorder ("emotional breakdown"), genital haemorrhage ("heavy bleeding"), allergy to metals ("nickel allergic reaction"), dysgeusia ("metallic taste in her mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), basedow's disease ("grave's disease"), pain in extremity ("legs pain/ hands pain"), musculoskeletal pain ("shoulders pain, pain"), back pain ("back pain") and psoriasis ("psoriasis") and was found to have the first episode of weight increased ("I gained 60 lbs/gained 50 lbs") and the second episode of weight increased ("gained 60 pounds"). The patient was treated with surgery (removed the tubes and coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, procedural nausea, emotional disorder, genital haemorrhage, allergy to metals, dysgeusia, fatigue, weight fluctuation, basedow's disease, pain in extremity, musculoskeletal pain, back pain and psoriasis outcome was unknown and the general physical health deterioration, the last episode of weight increased, fibromyalgia, psoriatic arthropathy, bladder disorder, ovulation pain and swelling had not resolved. The reporter considered allergy to metals, back pain, basedow's disease, bladder disorder, dysgeusia, emotional disorder, fatigue, fibromyalgia, general physical health deterioration, genital haemorrhage, musculoskeletal pain, ovulation pain, pain in extremity, pelvic pain, procedural nausea, procedural pain, psoriasis, psoriatic arthropathy, swelling, weight fluctuation, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain, procedural nausea and procedural pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event "psoriasis" was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (2 in 2001 and 1 in 2002). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("woke up to a lot of pain/feels like cramps"), procedural nausea ("woke up to a nausea"), general physical health deterioration ("body has deteriorated since"), the first episode of fibromyalgia ("fibromyalgia"), psoriatic arthropathy ("psoriatic arthritis, want to be able to walk up stairs without pain"), bladder disorder ("bladder issues"), ovulation pain ("pain on my sides during ovulation"), swelling ("cannot travel or walk far without body swelling or reacting"), emotional disorder ("emotional breakdown"), genital haemorrhage ("heavy bleeding"), allergy to metals ("nickel allergic reaction"), dysgeusia ("metallic taste in her mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), basedow's disease ("grave's disease"), pain in extremity ("legs pain/ hands pain"), musculoskeletal pain ("shoulders pain , pain"), back pain ("back pain"), psoriasis ("psoriasis"), depression ("depression"), aphasia ("disabled so to speak"), dizziness ("made me dizzy") and the second episode of fibromyalgia ("fibromyalgia") and was found to have the first episode of weight increased ("I gained 60 lbs/gained 50 lbs") and the second episode of weight increased ("gained 60 pounds"). The patient was treated with surgery (removed the tubes and coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, procedural nausea, emotional disorder, genital haemorrhage, allergy to metals, dysgeusia, fatigue, weight fluctuation, basedow's disease, pain in extremity, musculoskeletal pain, back pain and psoriasis outcome was unknown and the general physical health deterioration, the last episode of weight increased, psoriatic arthropathy, bladder disorder, ovulation pain and swelling had not resolved. The reporter considered allergy to metals, aphasia, back pain, basedow's disease, bladder disorder, depression, dizziness, dysgeusia, emotional disorder, fatigue, general physical health deterioration, genital haemorrhage, musculoskeletal pain, ovulation pain, pain in extremity, pelvic pain, procedural nausea, procedural pain, psoriasis, psoriatic arthropathy, swelling, weight fluctuation, the first episode of fibromyalgia, the first episode of weight increased, the second episode of fibromyalgia and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain, procedural nausea and procedural pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event depression, speech loss, dizzy and fibromyalgia was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (2 in 2001 and 1 in 2002). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("woke up to a lot of pain/feels like cramps"), procedural nausea ("woke up to a nausea"), general physical health deterioration ("body has deteriorated since"), the first episode of fibromyalgia ("fibromyalgia"), psoriatic arthropathy ("psoriatic arthritis, want to be able to walk up stairs without pain"), bladder disorder ("bladder issues"), ovulation pain ("pain on my sides during ovulation"), swelling ("cannot travel or walk far without body swelling or reacting"), emotional disorder ("emotional breakdown"), genital haemorrhage ("heavy bleeding"), allergy to metals ("nickel allergic reaction"), dysgeusia ("metallic taste in her mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), basedow's disease ("grave's disease"), pain in extremity ("legs pain/ hands pain"), musculoskeletal pain ("shoulders pain , pain"), back pain ("back pain"), psoriasis ("psoriasis"), depression ("depression"), aphasia ("disabled so to speak"), dizziness ("made me dizzy") and the second episode of fibromyalgia ("fibromyalgia") and was found to have the first episode of weight increased ("I gained 60 lbs/gained 50 lbs") and the second episode of weight increased ("gained 60 pounds"). The patient was treated with surgery (removed the tubes and coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, procedural nausea, emotional disorder, genital haemorrhage, allergy to metals, dysgeusia, fatigue, weight fluctuation, basedow's disease, pain in extremity, musculoskeletal pain, back pain and psoriasis outcome was unknown and the general physical health deterioration, the last episode of weight increased, psoriatic arthropathy, bladder disorder, ovulation pain and swelling had not resolved. The reporter considered allergy to metals, aphasia, back pain, basedow's disease, bladder disorder, depression, dizziness, dysgeusia, emotional disorder, fatigue, general physical health deterioration, genital haemorrhage, musculoskeletal pain, ovulation pain, pain in extremity, pelvic pain, procedural nausea, procedural pain, psoriasis, psoriatic arthropathy, swelling, weight fluctuation, the first episode of fibromyalgia, the first episode of weight increased, the second episode of fibromyalgia and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain, procedural nausea and procedural pain. Lot number: 20183089 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1564) on 14-jan-2020. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (2 in 2001 and 1 in 2002). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("woke up to a lot of pain/feels like cramps"), procedural nausea ("woke up to a nausea"), general physical health deterioration ("body has deteriorated since"), the first episode of fibromyalgia ("fibromyalgia"), psoriatic arthropathy ("psoriatic arthritis, want to be able to walk up stairs without pain"), bladder disorder ("bladder issues"), ovulation pain ("pain on my sides during ovulation"), swelling ("cannot travel or walk far without body swelling or reacting"), emotional disorder ("emotional breakdown"), genital haemorrhage ("heavy bleeding"), allergy to metals ("nickel allergic reaction"), dysgeusia ("metallic taste in her mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), basedow's disease ("grave's disease"), pain in extremity ("legs pain/ hands pain"), musculoskeletal pain ("shoulders pain , pain"), back pain ("back pain"), psoriasis ("psoriasis"), depression ("depression"), aphasia ("disabled so to speak"), dizziness ("made me dizzy"), the second episode of fibromyalgia ("fibromyalgia") and rash macular ("tiny little red dots") and was found to have the first episode of weight increased ("I gained 60 lbs/gained 50 lbs") and the second episode of weight increased ("gained 60 pounds"). The patient was treated with surgery (removed the tubes and coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, procedural pain, procedural nausea, emotional disorder, genital haemorrhage, allergy to metals, dysgeusia, fatigue, weight fluctuation, basedow's disease, pain in extremity, musculoskeletal pain, back pain, psoriasis and rash macular outcome was unknown and the general physical health deterioration, the last episode of weight increased, psoriatic arthropathy, bladder disorder, ovulation pain and swelling had not resolved. The reporter considered allergy to metals, aphasia, back pain, basedow's disease, bladder disorder, depression, dizziness, dysgeusia, emotional disorder, fatigue, general physical health deterioration, genital haemorrhage, musculoskeletal pain, ovulation pain, pain in extremity, pelvic pain, procedural nausea, procedural pain, psoriasis, psoriatic arthropathy, rash macular, swelling, weight fluctuation, the first episode of fibromyalgia, the first episode of weight increased, the second episode of fibromyalgia and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain, procedural nausea and procedural pain, rash macular lot number: 20183089 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event added: tiny little red dots. Reporter's information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("woke up to a lot of pain/feels like cramps") and procedural nausea ("woke up to a nausea"). The patient was treated with surgery (removed the tubes and coils). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, procedural pain and procedural nausea outcome was unknown. The reporter considered medical device removal, procedural nausea and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, procedural nausea and procedural pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.